Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. At 120 slpm the certifier indicated 137 slpm. Tolerance is 132. 6 slpm. The customer was advised to replace the flow sensor module. The customer reported replacing the flow sensor and the issue was resolved. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved through remote trouble shooting and no part was returned.

Event description:
It was reported that the device failed air flow accuracy testing. There was no patient involvement.